Event description:
It was reported that a stent did not open completely in the mid-section and the proximal end of the stent was alleged to be fractured. The physician experienced problems to pass a balloon catheter through the mid-section of the stent to adequately dilate the stent. After numerous attempts the physician was able to dilate and open the stent. The patient regained flow to the foot and appeared to have sufficient pulse in the foot. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. In this case limited information regarding procedure, placement site or patient anatomy was provided. In addition, no x-ray images were provided. The investigation is inconclusive for reported issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, potential contributing factor for the reported issue were found addressed. Regarding correct deployment the instruction for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. Note: if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit. (...) While using fluoroscopy, maintain position of the distal and proximal stent ends relative to the target site. (...) Watch for the distal stent end to begin expanding, separation of the distal stent end signals that the stent is deploying. Continue turning the thumbwheel until the distal end of the stent obtains a minimum of 1 cm of wall apposition. (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end. To ensure correctly deployed stent length, fluoroscopically monitor the distal stent end initially until wall apposition then monitor the delivery system proximal radiopaque marker relative to the proximal edge of the target site." Regarding preparation the instruction for use states: "predilation of the lesion should be performed using standard techniques." Based on instruction for use supplied with this product the lifestent® xl vascular stent is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries. In this case the actual indication for the reported stent placement is unknown. H10: (expiry date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified. (Expiry date: 03/2023). Device not returned.

Event description:
It was reported that during a stent placement procedure, the mid shaft of the stent allegedly failed to expand. It was further reported that proximal ends of the stent allegedly fractured. There was no reported patient injury.